Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that an internal blood leak occurred ten minutes into a patient¿s continuous venovenous hemodiafiltration (cvvhdf) treatment. The leak was noted to be an internal leak from the membrane/fiber. Due to the leak, the patient experienced approximately 50 ml of blood loss. The sample was not available for evaluation. Additional information was requested but has not been obtained.

Manufacturer narrative:
Investigation results: the complaint sample was not available and no pictures were attached. Due to 100% testing, it is highly unlikely to detect a failure in the retention sample. Furthermore, only a small number of reserve samples are available. Therefore, a retention sample analysis is not done. Although our dialyzers are 100% tested for leaks (bubble-point and air testing during sterilization), leakages due to adverse environmental conditions or mechanical stress during treatment can occur in very few cases. Device history review (DHR) shows 22500 products have been inspected according to the inspection protocol and were found conforming to specifications. No indication of any relationship with the reported failure mode has been found during the review. Two complaints regarding the batch were found in the complaint history review for the product and product family. The reported event is adequately addressed in the information for use (IFU) and/or label and the product deficiency is not related to falsification.

Event description:
It was reported that an internal blood leak occurred ten minutes into a patient¿s continuous venovenous hemodiafiltration (cvvhdf) treatment. The leak was noted to be an internal leak from the membrane/fiber. Due to the leak, the patient experienced approximately 50 ml of blood loss. The sample was not available for evaluation. Additional information was requested but has not been obtained.